Manufacturer narrative:
According to the facility, a resident was being transferred in a lift. The sling was a medline large sling. This lift sling is used near daily. The resident was being transferred, three straps broke off the sling. The staff assessed the patient. An x-ray was taken. There was no ER visit, followed up with ortho. There is a fracture in the ankle. The device is available for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, a resident was being transferred in a lift. The sling was a medline large sling. This lift sling is used near daily. The resident was being transferred, three straps broke off the sling.